Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. All operating currents are within specification. Low battery alarm and off no power alarm functioned properly. No excessive no delivery alarm noted during testing. No missing segments noted during testing. The insulin pump had a missing end cap sticker, cracked reservoir tube, scratched display window and cracked reservoir tube window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was dropped. The customer reported that they received a no delivery alarm. The customer reported that the screen was hard to read. The customer's blood glucose was 586 mg/dl at the time of incident. The customer's blood glucose was 330 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they experienced dizziness. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and setting issues. The customer performed self test and the insulin pump passed. The customer stated that the insulin pump did not alarm no delivery during fixed prime. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.